Event description:
It was reported the subject device exhibited torn teflon. There were no reports of patient harm.

Manufacturer narrative:
E1 - address 1 (documented here in it¿s entirety due to character limitations in respective field): jeonbuk special self-governing province jeonju-si wansan-gu bonggok 2-gil the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 4/1/2024 h4.

Event description:
It was further reported that the issue occurred during a therapeutic procedure during sedation with the device inside the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1) during the output activation in seal & cut mode, nothing was grasped in between the grasping section and the distal end of the probe (this includes after tissue resection). Therefore, the tissue pad was worn out. 2) due to friction between the grasping section and the distal end of the probe, abnormal heat was generated. This might have caused the tissue pad to partially peel off. 3) some load was applied to the peeling tissue pad, and a portion of the tissue pad was lost. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the issue occurred during a therapeutic procedure during sedation with the device inside the patient.